Manufacturer narrative:
Results of investigation: logs were submitted to technical service for assessment. Following their review, technical service advised replacing the o2 valve. Three subsequent attempts were made to reach the customer to verify whether the issue was resolved after the valve replacement; however, no further information has been received from the customer to date. A supplemental report in accordance with 21 cgr section 803.56 if additional information becomes available.

Manufacturer narrative:
File identification: (B)(4). D4: unique identifier (UDI) #- unable to complete entire UDI# as the manufacturing date information was not received. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the bellavista 1000 ventilator o2 supply is connected and 02 valve is open, a leaking noise from the right side occurs. Patient involvement unknown.